Event description:
Customer report error on device for 2 to 3 months. Customer went to the hospital twice within four days. First hospital visit customer felt low & dizzy but did not test with the device due to device error. Customer began taking new medication and said it was "making customer crazy". Customer called ambulance & their device reading = 146 mg/dl. Customer given morphine. Four days later, customer felt low and still couldn't test with device due to the error and went to the emergency room (ER). The ER gave customer juice and crackers and customer does not remember if tested. No controls. A request was made for product return & replacement product sent.